Event description:
It was reported that this tachy lead was not successfully implanted due to product performance cause. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance cause. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the physician complained that the helix was not functioning properly. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Based on the report of helix difficulty and a failed helix mechanism test, the cause was due to dried blood, body fluid, and possible tissue within the helix which clogged the helix tip with coagulated blood, body fluid and tissue are known risk.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance cause. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the physician complained that the helix was not functioning properly. The lead was returned for analysis. No adverse patient effects were reported.